Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Insufficient product identification information was provided and thus a risk management review could not be conducted. Per article details, an ¿investigation was performed to compare the short- and long-term effects of the three recently popular subtotal intracapsular tonsil reduction techniques that do not cause injury to the constrictor muscles.¿ during the study it reports that following the procedure the patient experienced bleeding after 12 hours, the patient underwent a second operation for hemostasis and completing tonsillectomy was performed. Without clinically relevant patient specific supporting documentation a thorough medical investigation cannot performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded. No further medical assessment is warrant at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case (B)(4). Article: babademez ma, yurekli mf, acar b, günbey e. Comparison of radiofrequency ablation, laser and coblator techniques in reduction of tonsil size. Acta otolaryngol. 2011 jul;131(7):750-6. Doi: 10.3109/00016489.2011.553244. Epub 2011 apr 26. Pmid: 21521008.

Event description:
It was reported that on literature review ¿comparison of radiofrequency ablation, laser and coblator techniques in reduction of tonsil size¿: after surgery with an evac-70 wand, a patient had post operational bleeding. The complication was treated with an additional surgery. No further information is available.